Manufacturer narrative:
Physician used a non mdt guide catheter, this guide catheter was also used to complete the procedure. No resistance was noted with the resolute integrity and the guide wire. Stent did not exit the tip of the guide catheter into the vessel. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
.

Manufacturer narrative:
Product analysis: the stylette was not returned with the device. The distal tip of the returned device was stubbed and slightly torn. The stent was positioned on the balloon between the marker bands as per specifications. The 15th distal stent segment was raised and deformed. A 0.015 inch mandrel was front loaded through the guide wire entry port and advanced distally. The mandrel could not be fully loaded due to the presence of hardened blood/contrast. The device was placed in a water bath to disperse the hardened blood/contrast solution. The device was removed from the water bath and a 0.015 inch patency mandrel was front loaded through the guide wire entry port and advanced distally through the distal tip with no issues noted. There was no other damage evident to the returned device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a severely calcified lesion in the left main ostial. It was reported that the device was flushed and then passed onto the physician after inspection with no issues noted. It was reported that once over the 0.015mm wire the physician had problems pushing the stent all the way up the catheter. After removing it was noted that the stent was deformed. No patient injury reported. When the device was returned to the manufacturing facility for evaluation, it was noted that the device was used in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.